Event description:
It was reported that in 2005, the pt had a nail implanted due to a left femur fracture. A year later, the nail was found to be broken. Pt was revised.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.